Event description:
It was reported that during remote follow up atrial undersensing was noted on the patient's pacemaker (pm). Programming changes were discussed, no changes or interventions were reported. No patient symptoms were reported.